Event description:
It was reported that brand new battery failed testing in the charger twice. No adverse event reported.

Manufacturer narrative:
Device has not yet been received by zoll medical corp. A supplemental report will be filed if the device is received and when it is evaluated. No adverse event reported.